Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2014-03948, 2134265-2014-04073. (B)(4). It was reported that angina and in-stent restenosis occured. In (B)(6) 2011, the patient presented due to unstable angina and was referred for cardiac catheterization. The index procedure was performed. Target lesion #1 was a in-stent restenosis lesion located in the mid right coronary artery (rca) with 80% stenosis and was 35 mm long with a reference vessel diameter of 3.5 mm. The lesion was treated with direct stent placement using a 3.00 mm x 38 mm ion¿ stent. Following post dilatation, residual stenosis was 0%. Target lesion #2 was a in-stent restenosis located in the proximal rca with 90% stenosis and was 20 mm long with a reference vessel diameter of 3.5 mm. The lesion was treated with direct stent placement using a 3.50 mm x 24 mm ion¿stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient was diagnosed with stable angina and was hospitalized. During target vessel revascularization (tvr), the 70% restenosis of the previously placed study stents in the proximal to mid rca was treated with balloon angioplasty and placement of 3.00 mm x 38 mm and 3.50 mm x 20 mm promus premier drug eluting stents, in overlapping manner, with 0% residual stenosis was 0%. One day post procedure, the event was considered resolved without residual effects and was discharged on aspirin and clopidogrel.

Event description:
It was further reported that the target lesions during the index procedure, were in-stent restenosis of two unknown drug eluting stents in mid and proximal rca. In (B)(6) 2014, the patient was seen for chest pain. The restenosis of the previously placed study stents were diffused.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).